Event description:
The technician alleged the brake pedal would stay engaged in the brake position until the bed was moved at which point the pedal would pop out of the brake position. No injury reported.

Manufacturer narrative:
The technician replaced the brake bushings, bearings and stiffener plate to resolve the issue.